Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, silicone can be seen within the syringe. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2312074 and were found to be within specification. A device history review was performed for reported lot 2312074, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Without the physical sample, we cannot verify the silicone content is within specified limits. Based on our investigation we cannot identify a specific cause related to the manufacturing process. Due to the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe, this does not indicate that the silicone is in excess. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Syringe has a visible oily film on the inside (see attached picture). Clinician had concerns of drug interactions and did not use syringe on patient. Item has been isolated. Case number (B)(4). Https://bdxga.lightning.force.com/lightning/r/case/500q800000bb1jmiaj/view.